Event description:
It was reported the powerseal curved jaw sealer and divider had a jaw that broke and fell off. The event occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and update to field g1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: incomplete seal cycle error. A definitive root cause for the first reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the jaw. A definitive root cause for the second reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure in the jaw, which had reduced stiffness. The first event can be prevented by following the instructions for use which state: sealing vessels and tissue bundles warning ¿ do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur. The second event can be detected/prevented by following the instructions for use which state: sealing with hand or footswitch activation warning a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified. Olympus will continue to monitor field performance for this device.